Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The cm stated that the blood leak occurred approximately two hours into the patient¿s hemodialysis (hd) treatment. The patient had initiated treatment on a different 2008t machine where multiple venous pressure and transmembrane pressure (tmp) alarms were received. The patient was transferred to another machine to continue treatment when the blood leak occurred. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The cm confirmed that the leak was internal. The leak could not be visually observed. Blood leak test strips were used and tested positive for the presence of blood. The cm stated that there was no defect or damage seen on the dialyzer. The cm also stated that fresenius bloodlines were used for treatment. The cm stated that the patient¿s estimated blood loss (ebl) was approximately 240 ml. The cm confirmed that there was no patient injury or medical intervention required as a result of the reported blood leak event. The cm stated that the patient¿s access had closed. The patient ended treatment for the day approximately one hour early. The patient was sent to the hospital where another catheter was placed. The patient was scheduled for subsequent treatment which was completed the following day. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
A sample was provided. The sample was subjected to a bubble point test. A leak was not detected; possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a misplaced fiber fragment was noted at approximately 90°, with the dialysate ports situated at 0°, on the cavity ID end. The end of the fiber was beneath the polyurethane cut surface and the fiber appeared to extend the length of the fiber bundle (however, due to the deconstruction process, it is unknown if it was potted on the other end). It is unknown for sure if the this is the fiber that caused the internal leak; however, based on the blood on the outside of the fibers and the lack of evidence of any polyurethane issues, a fiber most likely caused the internal blood leak. There was no other damage or irregularities noted. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. The device history records (DHR) was reviewed. There was 1 approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated as complaints as well as via the nc/CAPA program to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The cm stated that the blood leak occurred approximately two hours into the patient¿s hemodialysis (hd) treatment. The patient had initiated treatment on a different 2008t machine where multiple venous pressure and transmembrane pressure (tmp) alarms were received. The patient was transferred to another machine to continue treatment when the blood leak occurred. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The cm confirmed that the leak was internal. The leak could not be visually observed. Blood leak test strips were used and tested positive for the presence of blood. The cm stated that there was no defect or damage seen on the dialyzer. The cm also stated that fresenius bloodlines were used for treatment. The cm stated that the patient¿s estimated blood loss (ebl) was approximately 240 ml. The cm confirmed that there was no patient injury or medical intervention required as a result of the reported blood leak event. The cm stated that the patient¿s access had closed. The patient ended treatment for the day approximately one hour early. The patient was sent to the hospital where another catheter was placed. The patient was scheduled for subsequent treatment which was completed the following day. The complaint sample is available to be returned to the manufacturer for physical evaluation.